Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
New information related to the section e - initial reporter was provided. Previous name and address: (B)(6), brazil corrected name and address: (B)(6). On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received service report, replacement of the nozzle unit on air gas module solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. Evaluation of received device's logs, confirmed the claimed pre-use check failure. Provided photo confirmed that metal spring in nozzle unit was bent. It remains unknown when the nozzle units were last replaced and whether the customer is following the specified replacement intervals. Therefore, the root cause has not been determined.

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator failed multiple tests during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).